Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing display window/cover, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump had cracked reservoir ring. No harm requiring medical intervention was reported. The device will be returned for analysis.